Event description:
Reporter indicated a pt's vns was explanted due to never having efficacy with the vns despite multiple programming changes. Further attempts for add'l info from the attending neurologist have been unsuccessful to date. The explanted lead and generator have been requested, but have not been returned to date.